Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via foreign who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was explanted after it got infected. The patient noted that the leads were still in his body. The issue was not resolved at the time of report.